Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced intermittent bluetooth connectivity between a dexcom g7 continuous glucose monitor (cgm) sensor and the ilet, resulting in brief sensor issues and loss of glucose readings to the ilet while the user could still view values elsewhere. No adverse clinical symptoms reported and no changes in blood glucose levels. Outcomes included no injury, no medical intervention, and no hospitalization. User support included troubleshooting and user education on brief sensor issues and signal loss, with confirmation that glucose values were visible during the call. Investigation of this case revealed transient communication disruption consistent with known brief sensor issues near sensor end of life, with no device mechanical failure identified. It was concluded, based on previously established findings for similar reports, that the cause was normal device behavior related to intermittent bluetooth communication and sensor lifecycle.